Event description:
While in use, the novasure machine never completed the assessment. After three tries a new hand piece was opened. The cavity size was changed and the assessment completed. Patient tolerated the procedure very well and transferred to recovery in excellent condition.